Manufacturer narrative:
The customer returned the suspected product (2 contour next ez meters and contour next test strips from lot # 8jpef01b). An in-house testing was performed with the returned meters and test strips, which gave satisfactory performance.

Manufacturer narrative:
The customer did not return the suspected product. The in-house contour next ez meter was tested with the in-house contour next test strips from lot # 8jpef01b, which gave satisfactory performance.

Event description:
At 6:01 a.m., the customer obtained a blood glucose reading of 514 mg/dl on a contour next ez meter. Upon retesting at 6:03 a.m. On a second contour next ez meter, a reading of 180 mg/dl was obtained. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.